Manufacturer narrative:
Summary of evaluation: evaluation of this event could not be effectively performed, as the broken vial of monomer was not returned for evaluation. The lot code of the cement unit was requested from the user facility but was not available.

Event description:
While opening, the vial of monomer crumbled and sprayed the or nurse with its contents.